Event description:
Pt alleges on 11/21/69 she had scratchiness in her right eye. Pt also developed pain and drainage from left reconstructed breast, class IV contracture, impending extrusion, arthritis, nerve root irritation of foot, ribs, shoulder and spine, pain and suffering, pruritic eruption of neck and scalp, dizzsiness, fainting, nausea, chills and arm pain. Upon removal it was noticed that the implants were ruptured.